Manufacturer narrative:
Result: siderails damaged and bent, and could not be locked in the upright position.

Event description:
It was reported by svc report that the siderails were bent and broken on both sides, and could not be locked in the upright position. It is unk if there was pt involvement or adverse consequences.